Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the cp5 control panel locked up during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The reported issue was confirmed and the service representative flashed the cp5 and received an error message. The touch screen and hk board were replaced and the software was updated. Subsequent testing did not identify any further issues and the unit was put back into service. The replaced touch screen was returned to sorin group USA for further investigation. Photographs were taken of the returned device and sent to sorin group (B)(4) for analysis. Analysis of the photographs did not reveal any abnormalities or defects. No penetration of fluid was identified. As the issue could not be confirmed by sorin group (B)(4) investigators, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-confirmities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the cp5 control panel locked up during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the cp5 control panel locked up during priming. There was no patient involvement.